Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net, non-sustained right ventricular oversensing was observed with cross-talk issue. It was discussed that this is not due to lead noise issue but a diagnostic anomaly issue. No programming changes were made and patient will continue to be monitored.

Event description:
New information received notes programming changes were made. No patient consequences were reported.